Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and found that the wireless footswitch was not working. Upon troubleshooting, the fse identified that the led indicator on the base station was off, the status of the wi-fi (led) indicator on the wireless footswitch was off, and the battery indicator was green at the time of the occurrence. However, the issue could not be replicated on-site. The fse verified by examining the wireless footswitch's internal wiring and connectors but did not find anything unusual. The fse confirmed the problem with the wireless connection and also identified that the exposure switch was not working. To resolve the issue, the fse replaced the wireless footswitch. The defective wireless footswitch was returned to philips for failure analysis. According to the test protocol's conclusion, the reported failure was not confirmed; however, other issues were identified- a loose bracket and control 4 failure. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that their routine checks have been satisfactorily completed. Therefore, because the device was outside of use at the time the issue was identified, the user would have identified this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.